Event description:
It was reported that during a da vinci-assisted surgical procedure, that the permanent cautery hook instrument had the tip broken at hinge. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have the plastic proximal clevis broken on both sides. One side was broken but was still intact, the other side approximately 0.107" x 0.231" was broken off and was not returned. The root cause of broken instrument proximal clevis is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument.